Event description:
It was reported that the patient¿s catheter wasn¿t working right ¿about 15 days¿ before the date of this report. The healthcare professional (hcp) tried to do a dye study the day before this report but could not because they couldn¿t aspirate. The patient was redirected to the hcp. The patient was still having concerns regarding her device or therapy but was working with their healthcare professional (hcp)/manufacturer¿s representative. The patient had an appointment 2015-(B)(6). The patient noted that ¿the amount of time it takes to determine what the problem is- too long.¿ the pump had been used to infuse dilaudid (hydromorphone) and currently for morphine (unknown). No intervention or outcome was reported for this event. Follow up was being conducted to obtain additional information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: 2010-(B)(6), product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: 2012-(B)(6), product type: catheter. (B)(4).